Event description:
The customer did not feel well. Customer used the device to check their blood glucose and obtained a result of 180mg/dl. Customer repeated the test and obtained results of 225 and 218 mg/dl. Customer became unresponsive and their family member called emts. When the emts arrived they checked customer glucose and the level was 24 mg/dl. Customer was given glucose and taken to the hosp. Customer was released when their glucose rose to 142 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.